Manufacturer narrative:
Visual inspection performed by r&d project manager on oct 15, 2018: the plastic bottom was separated from the shell, probably occurred for a lateral friction with the cup during the extraction with the pincer mechanism released, but from the received part it is not possible to determine with certainty the root cause of the event. Batch review performed on 16 october 2018: lot 1551813: (B)(4) items manufactured and released on 04 march 2016. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of the same lot.

Event description:
During surgery, while impacting the cup, the impaction plate broke. The surgeon used a secondary instrument to complete the surgery. There was a 3 minute delay in the case. The surgery was completed successfully. No fragments fell into the patient.